Event description:
The reporter contacted animas on (B)(6) 2014 alleging a load step malfunction issue. The reporter stated that the patient had a blood glucose (bg) of 392 mg/dl with nausea and sweatiness. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump recorded a no cartridge detected warning following a load step on (B)(4) 2014. The pump was exercised for 24 hours at 1 unit/hour with no alarms observed. The pump's force sensor was found to be out of calibration. There was evidence of moisture damage noted inside the pump. The battery compartment was cracked between the case seal and the grip. Unrelated to the moisture ingress, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.